Event description:
It was reported that during a coronary orbital atherectomy procedure, a vessel dissection occurred while using a csi coronary orbital atherectomy device (oad). The target lesion was located in the circumflex artery, at the ostial main artery. The physician used a 7fr introducer sheath, 7fr guide catheter and a 0.014" bmw guidewire to access the lesion. The physician exchanged the bmw guidewire for a csi coronary guidewire and advanced the wire across the lesion. The physician loaded the csi oad onto the guidewire and advanced it just proximal to the lesion. The physician performed three runs at low speed for a total run time of 90 seconds. Post-atherectomy angiogram revealed a vessel dissection. The physician then performed balloon angioplasty followed-up with stent placement to resolve the dissection. The patient status remained stable throughout the procedure.

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).